Manufacturer narrative:
H2: additional information: concomitant product 9735821 has been updated to the refurbished version which is product 9735821r. Additionally, continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735771, ubd: unknown, UDI#: unknown. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the service specialist found in the logs that bump sensor was activated. The camera and battery were replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c08, c02 fdc d02 are applicable to the system checkout. Img code g02002 added to reflect newly added concomitant product 9735771. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information: concomitant product 9735821 has been updated to the refurbished version which is product 9735821r. Additionally, continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735771, ubd: unknown, UDI#: unknown. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the service specialist found in the logs that bump sensor was activated. The camera and battery were replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c08, c02 fdc d02 are applicable to the system checkout. Img code g02002 added to reflect newly added concomitant product 9735771. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the camera must be replaced due to an optical communication failure. H6: fdm b01, fdr c08, fdc d02 are applicable to the system checkout. Multiple fdd/annex a codes were reported. A05 was coded for the camera issue. A1102 was coded for the localizer fault error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera was not working. There was a localizer faulted error. The camera needed to be replaced as the bump sensor was activated. The site crashed with the camera. There was no patient involvement.

Manufacturer narrative:
H3: the battery was returned to the manufacturer for analysis. The battery was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. H6: fdm b01, fdr c19, and fdc d14 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the camera was returned to the manufacturer for analysis. Analysis found that the returned positioning sensor unit (psu) had many scratches on the housing and lenses. There was also corrosion on the mounts on the back of the housing. A check of the event log showed intermittent firmware incompatibility. There was a low battery voltage message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at 0.360mm with a passing threshold of 0.250mm. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c02, c08 and fdc d02 previously reported are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, additional information: section e updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.